Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) stopped compression during patient use was not confirmed during functional test, however, user advisory - ua02 (compression tracking error) and ua17 (max motor on time exceeded during active operation) were observed in the archive. Unrelated to the reported complaint, a cracked front cover and a damaged load plate cover were observed on the ap platform during visual inspection. These types of physical damages may have attributed to user mishandling. The damaged parts were replaced. During archive data review, ua02 and ua17 were observed on (B)(6) 2018, thus confirming the reported complaint. Base on the archive, the autopulse stopped compression one time due to ua02 and after user restarted the platform, it compressed four times and ua17 occurred. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take up/compression. The user pressed restart to clear the fault and the autopulse was being used again. The autopulse passed the initial functional test without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
As reported, during patient use, the user's autopulse platform (sn (B)(4)) stopped compression. Immediately the crew reverted to manual CPR. No known impact or consequence to patient was reported.